Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Eval summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. The two complaints associated with this pt are the only complaints of glistenings for this lot number. Slit-lamp pictures were assessed and small spots were visible, however, no determination could be made to confirm that observations were glistenings due to light refections from the camera and surgical suite. This report was mailed to the FDA on: 05/16/2008.

Event description:
A physician reported observing fine deposits within the intraocular lens (iol) during a slit lamp examination. He stated the deposits appeared as scattered white-brown spots within the material of the iol. The pt has bilateral implants and observations were identified in both eyes. The patient's visual acuity (va) is 20/20. This is one of two mdrs prepared for this event: 1119421-2008-00329 - first eye. 1119421-2008-00330 - second eye.